Manufacturer narrative:
(B)(4). Batch # m52p0w. The analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(6). The failure of ecs33a was caused by staple line failure. When asked to describe how the device was fired and removed their steps were consistent with IFU/steps for use. It was reported that the orange indicator line was in the middle of the green window (approx 2.0) price to waiting 15 sec before firing device. Crunch of washer was heard. Upon firing the tissue on one side actually separated from the mucosa surgeons described it as a blow out of staple line on one side. Incomplete donuts were noted with malformed staples. Surgeons over sewed the anastamosis.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the account reported that the staple line failed. The staple line was over sewed to complete the procedure. There were no adverse consequences for the patient.